Event description:
Healthcare professional reported left side deflation and pain. Healthcare professional additionally reported left side capsular contracture, baker grade IV and "particles in valve". Patient reported exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening, white particles calcification -like in device outer surface and fold creases. A microscopic analysis and leak test were performed which identified one striated opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one striated opening in the side posterior assessed as surgical damage.

Event description:
Healthcare professional reported left side deflation and pain. Healthcare professional additionally reported left side capsular contracture, baker grade IV and "particles in valve". Patient reported exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted and replaced.